Manufacturer narrative:
Investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for dent tube with scratch on the bottom was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue ofdent tube with scratch on the bottom was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode dent tube with scratch on the bottom.. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® k2e 10.8mg plus blood collection tubes, the device experienced tubes/extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: the customer reported that one tube had a dent at the upper area and a scratch at the lower area.